Event description:
In late april 2005, I experienced discomfort in my left eye. The pain increased and within a week I was directed to the eye clinic. There I was diagnosed as suffering from a corneal ulcer. A culture was taken and grew a filamentous fungus. I believe the fungus was pseudoallesheria boydii. At the time, I used bausch & laumb renu multi-purpose solution and a generic near-equivalent that I belived was manufactured by bausch & laumb for the store. Due to the cornea scarring caused by the ulcer, my left eye vision is no better than 20/200. I understand that there is a concern of a possible causal connection between the b&l product and fungal cornea infections.